Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer issue was not confirmed. The feed rate is within specifications. Visual test was performed. No further action will be taken. Resolution of the reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. No event history log provided. Review of service history found no service within the last 12 months.

Manufacturer narrative:
H4 - device MFR date - updated as blank. One device was returned for investigation. Customer issue was not confirmed. The feed rate is within specifications. Visual test was performed. No further action will be taken. Resolution of the reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. No event history log provided. Review of service history found no service within the last 12 months.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the chemotherapy was administered approximately 3 hours faster than programmed that could cause over-delivery. There was patient involvement, but no patient harm.